Event description:
Complainant alleges that co does not have pre-market approval for the sale of a device called the itch stopper, which is used for eczema, psoriasis, poison ivy, genital herpes, acne, and insect bites. Product has a current registration for a class ii device. MFR product info states, "itch stopper works by destroying toxins inside your skin, which is the most remarkable difference from many other medications that just make your skin more tolerant toward those toxins. Itch stopper is also one of the most powerful products for your skin disease. Thousands of skin-disease-patients are, now, using it. Pts are satisfied, some surprised by its effect. Many of them like it so much that they are "sleeping" with it. Many of them told us that itch stopper was the only thing had eliminated their years-long-consistent itch and they could not do without it. Also, many of them told us that their more-than-10-year-old-skin-diseases were completely cleared up in just two weeks to two months. There is one pt bought additional 4 devices after the first one, keeping them in different houses and offices for immediate treatment of his new-born-acne. He told us each of his acne was cured in just 6 hours after the treatment."